Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01398.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left common iliac vein and inferior vena cava using the lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, while using the cat12 to aspirate the target vessel, the lightning tubing became clogged. The hospital technician attempted to flush the lightning tubing slowly; however, the lightning unit turned red and no longer worked. Therefore, the lightning was removed. The procedure was completed using a new lightning and stenting. There was no report of an adverse effect to the patient.